Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Additional narrative: this report is for an unknown construct: tomofix plate/screws: medial distal femur/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: gao, z. Et al (2019), ultrasound-guided adductor canal block analgesia after high tibial osteotomy, chinese journal of orthopaedic surgery, vol. 27 (23), pages 2143-2147 (china). The aim of this study is to evaluate the analgesic efficacy of ultrasound-guided adductor canal block after open wedge high tibial osteotomy. Between august 2017 to march 2019, a total of 60 patients who underwent unilateral open wedge high tibial osteotomy were included. They were randomly divided into two groups, 30 cases in each group. There were 6 male and 24 female with a mean age of 61.82 ± 3.52 years in the block group, while 7 male and 23 female with a mean age of 59.50 ± 2.98 years in the traditional group. They were given adductor canal block analgesia and traditional pain treatment, respectively. Surgery was performed using tomofix plate (depuy synthes, johnson & johnson). All patients returned for follow-up at 6 and 12 weeks after surgery, and after surgery. The following complications were reported as follows: block group: 4 patients had additional usage of pethidine hydrochloric acid. None of the patients had adverse drug reactions. 1 patient had incision exudation and primary healing was achieved after laser irradiation treatment and dressing change. 3 patients had fractures in the lateral "hinge" of the osteotomy line. Traditional group: 9 patients had additional usage of pethidine hydrochloric acid. There were 2 cases of vomiting which disappeared after corresponding treatment, without serious adverse consequences. 1 patient had incision exudation and primary healing was achieved after laser irradiation treatment and dressing change. 2 patients had fractures in the lateral "hinge" of the osteotomy line. This report is for an unk - construct: tomofix plate/screws. A copy of the literature article is being submitted with this medwatch. This is report 1 of 1 for (B)(4).